Manufacturer narrative:
Device evaluation included: a review of the material thickness; material mechanical elongation and tensile testing; visual observation of the device material and welds; trend review of reported failures; and in-process test results for the affected device lot as well as production lots manufactured before and after the subject device lot. Evaluation results: the material thickness is within specification tolerances; material elongation and tensile testing to (B)(4) were within specified acceptable levels; visual observation of the material indicate no identifiable material impurities; no evidence of weld peeling, as the welds are intact indicating an acceptable manufacturing process; weld penetration measurements are within specification; material failure occurred adjacent to the material button welds; trend analysis indicates a (B)(4) failure rate 1/2008 to present; planned in-process testing results were within acceptable ranges. At this time no conclusion can be drawn from the failure.

Event description:
A sc402 pad used with a cf300 pump failed at the button welds in such a way that it ballooned up on one side pushing the patient against the siderail of the bed. Patient was uninjured.